Event description:
Foreign body removal after arthroscopy. (B)(6) had surgery earlier in the day for a right knee partial medial meniscectomy and chondroplasty. The outflow drain had broken off at the time of surgery and was not recognized until after surgery. (B)(6) was returned to surgery for foreign body removal.